Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that a light on the atp power control board was blinking. The representative was on site to replace a hand-switch reported to have intermittent functionality, which does not merit a MDR. Following replacement of the hand-switch, the representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not start up properly. Noting that a failure occurred at the generator initialization step of the process. No additional information was provided. There was no patient present when this issue was identified.